Event description:
The customer reported via phone call that the insulin pump alarmed button error alarm. The customer's blood glucose was 320 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the liquid crystal display window. The insulin pump was also received with a cracked case at the reservoir tube window corners.